Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that his blood glucose was high. The blood glucose reading was 415 mg/dl. The customer treated with the insulin pump. The blood glucose reading at the time of the call was 378 mg/dl. The drive support cap appeared normal and recessed. Insulin exited with a manual prime and no leaks or air bubbles were observed. The customer declined further troubleshooting. The insulin pump was not returned or replaced.